Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure, the surgeon noticed that the lens was scratched on the optic after implanting the lens. The lens was explanted and replaced with an unspecified replacement lens during initial procedure. The procedure was completed on same. Additional information was received and stated that, there was no impact to the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The lens was returned positioned incorrectly in the lens case. A small amount of viscoelastic was observed on the lens. The lens had been cut into two pieces across the center, typical of a removal. Part of the optic was broken near the cut, not returned. The reported scratch may have been obscured by the cut across the center. A scraped/cracked area was observed near the edge, which may indicate a plunger override occurred or may have occurred during removal. Marks were observed on the other edge, which appeared to have been caused by an instrument used to grasp the lens. The used company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. No cartridge damage was observed. The cartridge had evidence of placement into a handpiece. The used company cartridge was cleaned for further evaluation. Top coat dye stain was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was used. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the reported scratch may be related to a failure to follow the instruction for use (IFU). There did not appear to be adequate viscoelastic in the returned cartridge. A small amount of viscoelastic was observed on the returned lens. The lens had been cut into two pieces. The reported scratch may have been obscured by the cut across the center. A scraped/cracked area was observed near the edge, which may indicate a plunger override occurred or may have occurred during removal. Marks were observed on the other edge, which appeared to have been caused by an instrument used to grasp the lens. It is unknown if a qualified handpiece and viscoelastic were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.9. And h.3. The manufacturer internal reference number is: (B)(4).